Manufacturer narrative:
Date returned to manufacturer. A visual inspection found the catheter was returned split in half approximately several inches proximal to the 4th markings. The catheter was examined under a microscope magnified at 2x. The edges of the catheter indicate that a sharp object was used. The evaluation summary concludes that a shear was observed at the catheter. The edges of the catheter indicate that a sharp object was used. Based on the complaint description and sample evaluation the root cause is incorrect product handling. The sample investigation concluded that catheter was examined under a microscope magnified at 2x which indicates sharp object was used which had shear at the edges of the catheter. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: not applicable, flow rate: not applicable, procedure: ankle surgery, cathplace: popliteal nerve block. It was reported that when the catheter was pulled out from the needle, it became stuck and then sheared. The doctor removed the entire device and restarted the block with a new device. The patient was reported to have no injuries as a result of the procedure. Additional information received on 12-jan-2017 verified that this device is the usual t-bloc catheter. It was noted that it sheared while they attempted removal of the needle.